Event description:
It was reported that left ventricular (lv) leads exhibited increased capture thresholds. Programming changes were performed and will continue to be monitored. The patient was stable before, during and after procedure.